Event description:
It was reported that the programmer showed pump memory error, pump and catheter data invalid. The hcp was trying to program a dose increase. The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Programmer, physician 8840, serial# unknown; catheter 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: unknown. (B)(4).